Manufacturer narrative:
Lot #: the reported lot # was 6018798; however, this lot number was not recognized as a valid lot. The user facility submitted a medwatch report for this event: mw5093846. The device was not returned and the valid lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking in the pump port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.